Manufacturer narrative:
(B)(4).

Event description:
"Occurred on (B)(6) 2021 - iobp2-038-007- in jaeb ext device issues report: participant described connectivity issue. Per jaeb report, the heading is ""dexcom receiver"", and states ""study device replaced"". Cgm lot #5279370"